Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4) on 17-dec-2019. The most recent information was received on 20-jan-2020. This spontaneous case was reported by a regulatory authority and describes the occurrence of myalgia ('muscle pain') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced myalgia (seriousness criterion medically significant) and ocular discomfort ("eye discomfort"). Essure treatment was ongoing at the time of the report. At the time of the report, the myalgia and ocular discomfort outcome was unknown. The reporter provided no causality assessment for myalgia and ocular discomfort with essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-jan-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on (B)(6) 2019. This spontaneous case was reported by a regulatory authority and describes the occurrence of myalgia ('muscle pain') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced myalgia (seriousness criterion medically significant) and ocular discomfort ("eye discomfort"). Essure treatment was ongoing at the time of the report. At the time of the report, the myalgia and ocular discomfort outcome was unknown. The reporter provided no causality assessment for myalgia and ocular discomfort with essure. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.